Manufacturer narrative:
Complaint no: (B)(4). The date of the event onset was reported as an unknown date and month in 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was reported to be due to bacteria in the inner wall of the non-baxter peritoneal dialysis catheter; however, no malfunction was reported, therefore, the cause of the event was assessed as unknown. It was not reported if the patient was hospitalized. Treatment details were not reported. On an unknown date of this year, the pd therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient had not recovered. No additional information is available.